Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the venous chamber of a gambro cartridge set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation along with eight (8) retained samples. During visual inspection of the provided photographic sample a segment of the cartridge installed to a hemodialysis machine, in the upper part of the port of pump tube the presence of liquid/solution was observed in the arterial chamber. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. Based on the leakage point a possible root cause could be associated to a short shoot located at cartridge plate. This condition could be generated at the upper sides of the cartridge during the molding process of the cartridge plate, during the material injection, the mold cavity is filled, and the upper side is the last side that is filled due injection point is located at the bottom of the piece. Conditions that lack or have blocked vents in the mold could contribute to this defect. For the retained samples, the visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing including leak testing by injecting air pressure of 27.17 psi for ten minutes under water and no leaks were observed in any of the sets. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.